Manufacturer narrative:
(B)(4). G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient presented with a fracture of the rotating hinge femoral component. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a2; a3; a4; b3; b4; b5; b7; d1; d4; d6; d10; e1; g3; g4; h2; h4; h6; h11. D10: medical product: 13mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801013, lot#64561216; 12mm height size d articular surface with hinge post extension / use with plate 3,4,5,6 / screw enclosed do not discard: catalog#00588004012, lot#64495449; size 3 precoat cemented tibial component: catalog#00588000300, lot#64276295; 12.7mm diameter 30mm length straight stem extension combined length 75mm: catalog#00598801212, lot#64383953; copal g+c cement 1x40: catalog#66017790, lot#94354754, qty#3; copal g+c cement 1x40: catalog#66017790, lot#94064905 h6: proposed component code: mechanical (g04) - femur the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee procedure. Approximately four (4) years post-implantation, the patient presented with pain and slight instability in the implanted joint however diagnostic images did not reveal any abnormalities. Ten (10) months later, the patient experienced a knee distortion and began to experience extreme pain. Imaging detected a fracture of the femoral component between at the connection to the femoral stem. A revision surgery was performed where extensive metallosis was found throughout the joint and a distal femoral bone fracture was also noted. The femoral components were exchanged without reported complication. Due diligence is complete as multiple attempts have been made however it was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. H6: proposed component code: mechanical (g04): femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records provided and reviewed state that the patient underwent initial left total knee arthroplasty. A first revision was performed on five (5) years later due to arthrofibrosis, during which a rotating hinge knee implant was placed. The patient then underwent a patella revision at an unknown date. Nine (9) years post-implantation, the patient presented with persistent knee joint complaints, and clinical examination identified partial mediolateral instability. The patient then experienced a knee distortion followed by increased pain. Imaging identified a fracture at the conical and screw connection between the femoral component and the extension stem. A revision surgery was subsequently performed. Intraoperative findings included a broken femoral prosthesis detached from the stem, massive metallosis with blackened synovial inflammation throughout the joint, and a distal femoral shaft fracture. The femoral component, stem extension, and cement were explanted. The tibial component showed no signs of wear and was retained. The revision included placement of a new rotating hinge femoral component with augments and fixation of the femoral shaft. Root cause was unable to be determined. Reported event was confirmed by review of medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.